Manufacturer narrative:
Insulin pump had no button response due to flattened dome switch on esc button. No button error alarm noted. Insulin pump had minor scratches on display window, scratched case, broken belt clip, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. His blood glucose level was 109 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.